Event description:
It was reported that cadd solis vip pump, 'cassette not attached properly' alarm sounds when attaching cassette. Tried 3 different ones, same result. The above error was discovered during pm testing. No patient was involved.

Manufacturer narrative:
Event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log). The customer stated problem was duplicated. Pump was found to be displaying "cassette not attached properly" alarm message when a cassette is latched during the investigation. A faulty downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.